Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. When the patient removed the pod there was blood in the cannula. As treatment, the patient had to change the pod.

Manufacturer narrative:
The device was received full deployed. Inspection of the cannula assembly did not find a bent, kinked, or damaged soft cannula. Although no damage was observed on the cannula assembly, blood was observed within the soft cannula in the exposed portion. The formed needle, soft cannula, and bottom housing were inspected and no abnormalities were found that would contribute to the reported bleeding and bruising. The exact cause of the reported bleeding and bruising could not be conclusively determined.